Manufacturer narrative:
The reported issue was reviewed by medtronic personnel. An on-site replication could be performed as communication was stated to be established when the camera cart was disconnected. It was noted that the issue was a behavior to be documented in the medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. No investigation was performed as the issue was resolved during initial troubleshooting. Resolved at the time of the issue.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a cranial resection procedure, a technician unplugged the camera cart to re-position it, and when the camera cart was unplugged, a ¿low performance¿ message displayed for 15-20 seconds and then images reappeared. Did not affect navigation, and surgeon did not see the issue. There was no delay to the procedure. There was no reported impact on patient outcome.